Manufacturer narrative:
All available information was investigated, and the reported unintended movement (sleeve steering issues) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar complaints from the lot. All available information was investigated and a cause for the unintended movement associated with the sleeve steering issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a sleeve steering issue. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade of 4. The clip was advanced to the atrium. The m knob did not work as intended and the clip was unintentionally oriented up in the left atrium. The clip was removed, and another clip was used with no reported issue, reducing mr to grade 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.